Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Examination of the device memory revealed that the device had been programmed out of storage mode approximately 7 months prior to being returned from our final pack area. The device was then put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. Analysis confirmed the device did not pass all required final pack testing due to being programmed out of storage mode.

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.